Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 15, 2019 that an ultraflex tracheobronchial covered distal stent was to be used in the left main bronchus to treat bronchial fistula after radiotherapy for lung cancer during a bronchostenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the tip of the stent delivery system was kinked and the stent could not reach to the target release position. The device was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(4). Block h6: problem code 2978 captures the reportable event of "the tip part was kinked". Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received partially deployed. The distal end of the shaft was severely kinked and the tip was detached and was not returned. No other issues with the stent and delivery system were noted. The report that the tip part was kinked was confirmed; a severe kink was identified at the distal end of the shaft. The damages noted to the delivery system were consistent with excessive force being applied during use. In addition, the partially deployed stent most likely occurred as a result of device manipulation post procedure outside the patient. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial covered distal stent was to be used in the left main bronchus to treat bronchial fistula after radiotherapy for lung cancer during a bronchostenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the tip of the stent delivery system was kinked and the stent could not reach to the target release position. The device was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Event has been updated with additional information received on october 08, 2019. Initial reporter address 1: (B)(6). Problem code 2978 captures the reportable event of "the tip part was kinked". An ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received partially deployed. The distal end of the shaft was severely kinked and the tip was detached and was not returned. No other issues with the stent and delivery system were noted. The report that the tip part was kinked was confirmed; a severe kink was identified at the distal end of the shaft. This type of damage is consistent with excessive force being applied during use. The investigation also found the tip was detached. Additional information was received confirming the tip was still intact upon packing for shipment back to boston scientific. Therefore, the observed tip detachment and stent partial deployment were most likely a result of device manipulation/handling of the device post procedure outside the patient or re-packaging of the device for return. Taking all available information into consideration, the investigation concluded that the reported event was likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. (Investigation result) has been corrected based on the additional information received on october 08, 2019.

Event description:
It was reported to boston scientific corporation on july 15, 2019 that an ultraflex tracheobronchial covered distal stent was to be used in the left main bronchus to treat bronchial fistula after radiotherapy for lung cancer during a bronchostenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the tip of the stent delivery system was kinked and the stent could not reach to the target release position. The device was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on october 08, 2019. According to the complainant, the tip of the delivery system was still intact upon packing for shipment back to boston scientific.